Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had lcd screen damaged. Customer's blood glucose value was 117 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.